Manufacturer narrative:
Additional components involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000101768.

Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2020 during which both the existing leads were revised.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.